Event description:
The customer stated the quality control on the architect c8000 shifted out of range low after the introduction of a new iron/magnesium calibrator lot. The customer verified that all maintenance is up to date and the calibrator setpoints for magnesium are correct. The abbott customer technical advocate sent the customer replacement calibrator. Upon receipt of the new lot of calibrator, the customer calibrated and performed quality control without issue. No impact to pt management was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24 % lower than they should be. This is an initial report. The manufacturer has been notified and a further investigation is currently in process. A final report will be submitted when the investigation is complete.